Manufacturer narrative:
Reported event: an event regarding trunnionosis involving an unknown stryker head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device detail, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. An accolade ii stem and unknown stryker femoral head were revised to competitor devices. Rep reported that the surgeon will not provide any additional information.